Event description:
International affiliate reports the icp sensor did not function properly and it appears that the sensor was explanted and replaced. It was also reported that the icp express monitor that was being used with the sensor emitted an alarm during usage. The unit could initially by reset but after a period of time, intracranial pressure measurement could not be taken. The surgical procedure continued without icp measuring for almost an hour. Mfg medwatch report# 1226348-2005-00164.